Event description:
It was reported that this left ventricular (lv) lead was attempted to be placed in the left bundle branch. After repositioning, high out of range pacing impedances were noted. Upon external inspection by the physician, the helix mechanism was bent and no longer able to be retracted. A new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was discarded at the hospital facility, and therefore is not expected for return.

Event description:
It was reported that this left ventricular (lv) lead was attempted to be placed in the left bundle branch. After repositioning, high out of range pacing impedances were noted. Upon external inspection by the physician, the helix mechanism was bent and no longer able to be retracted. A new lead was successfully placed. No additional adverse patient effects were reported.